Event description:
It was reported that (1) device was used during an anterior rectum resection. It was reported by the affiliate that when the surgeon was firing the ax55g instrument, he didn't feel the normal resistance. He said "I fired in the empty space". Fortunately he did not cut the rectum, because he didn't think the device felt right. (The staples were not completely closed). The surgeon took the staples off the body and he used another device with success. There was no consequence to the pt.